Manufacturer narrative:
An event of atrial fibrillation was reported following navitor procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the valve was fully re-sheathed one time due to the implant depth was too high. Based on the information received, procedural conditions (implant depth) may have contributed to atrial fibrillation; however, the exact cause could not be conclusively determined. The reported unexpected medical interventions were the results of case-specific circumstances, as medication was given and cardioversion was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting (act) levels were 215s - 380s and heparin was administered. A pre-implant balloon valvuloplasty done with a 29mmm non-abbott balloon. The valve was fully re-sheathed one time due to the implant depth was too high. The final implant depth was 5.42mm on the non-coronary cusp (ncc) and 6.43mm on the left coronary cusp (lcc). A rapid atrial fibrillation (af) was observed during the procedure and a cardioversion was performed. On (B)(6) 2025, a new episode of af with high ventricular response was noted and medications were administered.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.